Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Therefore, the root cause of this incident is use error due to chemotherapy being deposited into surrounding tissue rather than the pump reservoir, resulting in localized inflammatory and chemical irritation. The intera 3000 hepatic artery infusion pump instruction for use provides detailed instructions for pump refill procedures and how to properly position the needle to the pump septum. In addition, seroma is a known adverse event that is listed in the intera 3000 hepatic artery infusion pump instruction for use and labeling.

Event description:
Intera oncology received a report from a physician that a pump refill of floxuridine done on (B)(6) 2025, had the patient developed sharp gastric pain within five days (october 20, 2025), with new onset acute localized peri-pump swelling reported by patient on (B)(6), 2025, the patient was sent to the surgeon. The surgeon found the patient to have localized pump pocket swelling with a fluid collection, with 40+ cc aspirated. The surgeon determined this to be a pump access issue and found that infusate was injected into pump pocket rather than reservoir. The patient was put under observation; no intervention planned. The surgeon does not suspect mechanical or pump/catheter junctional leak. Additionally, on (B)(6) 2025, CT imaging confirmed catheter tip is in proper position, no pump or catheter abnormalities were observed. Also, it found a small amount of ascites and mild nodal increase, raising a concern for carcinomatosis. On (B)(6) 2025, the patient had hep saline refill which the residual volume was 15 cc. The liver function test (lft) was elevated at the time, the physician felt to be related to prior floxuridine. No reports of recurrent localized pump pocket swelling at the time. On november 11, 2025, the physician informed our representative that the recurrent fluid collection is no longer suspected to be related to the pump or extravasation, but rather sudden-onset malignant ascites.